Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the collet in the problem are of the pipetter assembly stuck in the up position. The tip clamp, two plunger clamps, and all the lld contact springs were replaced. The instrument was tested without further problem, and returned to svc.